Manufacturer narrative:
The reported event that the "pes made zapping sound and then smelled like it was burning" was confirmed as pcb component u42 was observed scorched. The device was able to power on and send readings normally. During diagnostic testing, the device was unable to pass the accuracy/noise home and distance test at all frequencies. The unit was disassembled, and the antenna was temporarily replaced with a known good antenna. Another diagnostic test was performed with no passing results. This observation is consistent with the printed circuit board (pcb). There is a CAPA associated with this signal acquisition reported event; any necessary actions will be implemented by the CAPA. The source of the reported event was due to a burnt u42 chip on pcb. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Visual evidence of thermal damage was observed upon analysis. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.